Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: herniation reoccurred at l4/5 procedure: oblique lumbar interbody fusion (olif) at l4/5 and posterior fixation with right/left decubitus position pps (percutaneous pedicle screw placement) it was reported that intra-op, the tab extender on lateral side broke off. The broken off position was placed in the normal position, but the tab extender broke during placing the set screw, so the set screw was placed without tab. It was considered that maybe the screw had been very close to the iliac crest, so while installing the rod, the rod would have interfered with the iliac crest and the rod could not be pushed down onto the screw head and hence there was load, as a result of which, the tab extender broke. The operation was completed with no problem. No patient symptoms or complications were reported as a result of this event